Event description:
It was reported that during an unknown procedure, the first device could not be threaded onto the handpiece and was not used on patient. A second device was used in which the tissue pad broke apart into patient after about 1 1/2 hours of use and could not be found. There are no plans to retrieve the tissue pad the surgeon said it disentegrate the case was completed using a third device.

Manufacturer narrative:
Date sent: 8/11/2009. Information anticipated, but unavailable at this time.